Manufacturer narrative:
Product ID 97754, (B)(4), implanted: explanted: product type recharger. Product ID 97740, (B)(4), implanted: explanted: product type programmer, patient product ID 3776-60, (B)(4), implanted: (B)(6)2008 explanted: product type lead. Product ID 3776-60, (B)(4), implanted: (B)(6)2008- explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the heating/warmth at the ins site was not determined. They stated it was unknown what steps, if any, were taken to resolve the heating/warmth at the ins site. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins site feels warm periodically at night, but that they did not have any discomfort or change in therapy. The system was interrogated and appeared to be functioning normally and providing successful therapy, with impedances in normal ranges. Follow-up was conducted. No further complications were reported.